Manufacturer narrative:
Concomitant products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient experienced shocking at the implantable neurostimulator (ins) pocket so the extension was replaced. No impedance issues were reported. The cause and outcome were reported to be unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.